Event description:
The device was returned for disposal. It was replaced due to "battery depletion". Pt recovered without sequelae. Drug infused per MFR records was dilaudid.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed gear corrosion. Residue and corrosion seen on the upper and lower shaft of gear 3. Green residue on roller arm. Pump failed the 3 rev flow testing five different times with high flow test results.